Event description:
Follow implantation, the valve pressure was set to 10cm h2o but the patient's ventricies did not become smaller. Valve pressure was changed to 3cm h2o, however, the patient's condition did not improve. The surgeon believed bio-substances were the valve and the device was explanted.